Manufacturer narrative:
(B)(4).

Event description:
I had to replace my sensor this afternoon. I have waited over 3 hours and still do not have a readout on my phone. Why? Preferred contact time: 5:00 pm - (B)(6) 2019 (B)(6): pt called back, reports 'new sensor' with no other error (B)(6) 2019 (B)(6): pt was in session and received 'new sensor'.